Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a transanal endoscopic procedure, the device was attached to the hand-piece and tested. The test was completed successfully. The surgeon commenced using the harmonic, about a quarter way into the procedure the generator gave a continuous tone in the max setting as well as on the min setting. The procedure was stopped and a new device was connected. Upon cleaning the device, the blade broke off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
An attempt was made to direct stent the rca # 2 of a pt by using a 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent. However, it was reported that, when the balloon was expanded to target lesion, it was noted that there was no stent on the delivery system. The stent was found in the protective sheath out of the pt body. Communication from the field confirmed that the device was not inspected prior to use. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.